Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The customer was advised to return the strips for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned the bottle of strips for qa. They gave e11 using control and blood. Blood readings were an ave of 30 mg/dl high out of spec. . E11 indicates exposure to moisture which usually causes high results. Retention reagent gave satisfactory performance.